Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. A confirmed e70 alarm was found in the history file. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No a35 alarm, unable to perform bolus delivery and unable to verify bolus test at the history screen due to motor error alarm during bolus delivery test. However, the insulin pump passed displacement test, basic occlusion test and prime test. The insulin pump had cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor position encoder error and motion sensor test failure alarms. The customer's blood glucose level at the time of incident was 58mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.